Manufacturer narrative:
The customer reported that 4 beds on the cns (central monitoring system) are coming up in communication loss. The biomedical engineer has verified ap, power injector and splitter are all powered on and appear to be working. Biomedical engineer then swapped power injector and ap's to opposite sides power injector and issue did not happen. Biomedical engineer then sent in picture of the switch and it was determined that the port on the switch that was connected to the b sides ap was not lit up. At that point we moved the b sides ap from port 11 to port 12 and the light came on. The biomedical engineer went and checked the cns and the communication loss was resolved. No patient harm was reported during the communication loss event. Patients were safely monitored locally by nurses. Issue was caused by a bad port on the allied telesyn switch(port 11). Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported that 4 beds on the cns (central monitoring system) are coming up in communication loss. The biomedical engineer has verified ap, power injecter and spliter are all powered on and appear to be working.